Manufacturer narrative:
Results: the neuron max 6f 088 long sheath (neuron max) was ovalized approximately 3.0 cm and kinked approximately 58.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the neuron max was ovalized and kinked. These types of damages typically occur due to improper handling during removal for the packaging. If the device is forcefully retracted at an angle while removing the device from its packaging, damages such as these may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the neuron max 6f 088 long sheath (neuron max) was kinked upon opening the packaging. The damage to the neuron max was found prior to use and therefore, the neuron max was not used in the procedure. The procedure was completed using a new neuron max.